Manufacturer narrative:
Concomitant products product ID 97755 lot# serial# (B)(6) product type recharger information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) analysis of the 97755 recharger (rtm) serial number (B)(6) revealed "batteries low, replace controller batteries soon" message was seen this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the  pt stated their controller battery was at 100%, but they saw the "battery empty, cannot continue recharge the controller" message since about 5 days ago. Patient services specialist (pss) was attempted to recharge their implanted neurostimulator (ins) battery during the call and saw the "battery empty, cannot continue recharge the controller." Pss had the pt plug the controller into the wall outlet and confirmed there was a green blinking light on the controller. Pt unlocked the controller and their controller battery was recharging at 90%. The issue was not resolved. An email was sent to the repair department to replace the controller. 2023-mar-28 rtg0420463 interface update (con): additional information was received. Pt called back and stated they got the replacement controller and they were still having similar problems like their old controller. Pt had trouble setting up the controller. Pt also reset the controller. Pt got no device found when they attempted to charge their implant. Pt got to the trying to recharge screen and got 94 to 100. Pt noted they were able to start charging. Ps reviewed passive recharge mode information. Pt wanted to make sure they sent back the correct controller. Ps attempted to collect serial number of replacement controller but pt didn't provide the serial number. Ps offered to troubleshoot but pt noted all their equipment was in the back of the car (pt was on the road). Ps advised pt to call back for troubleshooting if needed. Additional information received from the patient. Pt called back stating they received the controller replacement but continued having an ongoing issue. It took several times to recognize the ins and after 10 min it said 'battery empty' even though the controller was fully charged. Pt said the issue was getting ridiculous. Now their ins was down to 10% and pt could not get it to recharge. Pt mentioned intermittently it would say cannot find the device. Pt also noticed the recharger cord got hot by the paddle.